Event description:
The surgeon reported suction loss during fragmentation portion of laser assisted cataract procedure. There was an anterior capsule tear that required a vitrectomy procedure. Add'l info has been requested.

Manufacturer narrative:
Add'l info has been requested. The field service engineer (fse) checked the laser system, but did not find any issue with the system. No problem was found. The laser system was within specifications prior to the fse departure. No testing was performed as no parts were returned. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. No problem was found with the laser system. Therefore, a root cause could not be determined. (B)(4). This report was mailed to FDA on: 06/11/2014. The manufacturer internal reference number is: (B)(4).